Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood/body fluid (not obstructed) on the distal conductor. It was also noted there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that after the lead was implanted, the parameters could not be detected upon testing of the lead. The lead was removed and it was replaced with a new lead. No patient complications have been reported as a result of this event.